Manufacturer narrative:
Initial and final MDR 1899134 - MDR 3003442380-2024-10417. - device 3 of 6. E1: patient city: (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that six infusion sets did not stick. The set was in use for less than 6 hours. No further information available.